Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent a mesh revision on (B)(6) 2013.

Manufacturer narrative:
(B)(4) - urinary problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on along with concurrent d&c, novasure ablation, and hysterectomy due to intrauterine bleeding, sui. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, and mesh migration. It was reported that patient underwent excision of mesh on (B)(6) 2011 to dyspareunia. No additional information was provided.